Event description:
Prior to an implant procedure, the device was unable to be interrogated. The device was replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed. The device was able to be successfully interrogated on different programmers using both bluetooth and inductive telemetry. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.